Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. The reporter indicated that the pump display screen had become dim/faded over a few months. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1: date of submission 10/15/2013. Device evaluation: the device has been returned and evaluated by product analysis on 09/25/2013 with the following findings:the pump booted to the verify screen with a faded and discolored display screen. The pump display screen was replaced with a test screen and the display returned to normal.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This medwatch submission was originally transmitted on (B)(4) 2013, but the submission was unable to be accepted due to a db processes issue in the FDA electronic submissions gateway (esg) production system. The FDA esg team has requested that this submission be re-transmitted.